Event description:
As reported by the user facility ((B)(4)): fast flow. Drug: 5fy.

Manufacturer narrative:
(B)(4). We received one used, empty easypump ii lt 125-25-s without packaging. The received sample was taken to a visual inspection. Damages were not detected. In 'as-received' condition; the original wing cap was not handed over by the customer. After opening the top cap and removing the closing cone, we detected no solution (liquid) or crystalized drug residues at the filling port (lli-cone). Furthermore, we did not detect air bubbles inside the triangle tube. Further on, we detected no residues of the solution (liquid) respectively crystalized drug residues at the lla-cone of the pt connector. A functional test, respectively a leak test, was carried out. Furthermore, we tested the flow rate of the received sample. Nominal: 5 m/h. Actual: 4, 8 ml/in 1 hr; 9,8 ml in 2 hrs; 15,2 ml in 3 hrs. A stopping of the infusion or leaks were not detected during the flow rate test. The received sample is within out specifications. Hence, we assess this complaint to be not justified. We have informed our manufacturer accordingly. A f/u report will be provided after their statement is available.

Manufacturer narrative:
(B)(4). Reviewed the device history record and no abnormalities found during in process and final control inspection.